Event description:
The event is reported as: the customer alleges that the laser tube material delaminated from the core of the tube while in a pt. The pt was extubated. There was no harm to the pt.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.